Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized. The customer was not on the insulin pump at the time of hospitalization, but she did not verified how long she was off of insulin pump therapy. The insulin pump was not returned or replaced.